Event description:
It was reported that the charging pad for the ilet system would not power on despite attempts with multiple outlets, consistent with a charging problem involving the battery charger; a replacement charging pad was shipped and education was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a component failure associated with the battery charger and a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.